Manufacturer narrative:
Analysis of the returned instrument revealed that the returned fragment was from another unknown instrument type, not from the instrument that was received by intuitive surgical inc. (Isi). The instrument that was missing the returned cable fragment has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment was retrieved and no harm, adverse outcome, or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during da vinci-assisted low anterior resection surgical procedure there was a broken cable on the distal end of an instrument and a piece of a cable fell into the patient. The cable fragment was retrieved by the surgeon during the same procedure. The procedure was completed with no reported injury. The fragment was retrieved by the surgeon using another robotic instrument and no intra-operative or post-operative complications occurred. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument that was returned and believed to be the origin of the cable fragment was inspected prior to its use. Cleaning and sterilization processes have not recently changed. The procedure was not recorded. There was no malfunction of the system or instrument. The instrument that was returned for failure analysis was reported to have been in use for less than 15 minutes. The surgical task being performed at the time was a low anterior bowel resection. The da vinci coordinator is unsure of the other instruments that may have been used during the event. The customer stated that the instrument that was returned for failure analysis did not collide with any other devices, it did not come in contact with any hard material, and it was not removed during the procedure. The fragment was retrieved by the surgeon using another robotic instrument, and no intra-operative or post-operative complications occurred.